Event description:
This unsolicited case from united states was received on 09-sep-2016 from a patient. This case concerns a (B)(6) female patient who received treatment with synvisc one and after 12 hour of receiving the injection patient had pain radiating through her body; after unknown latency had pain in her back, arthritis of her knee, felt worse, got pretty sick and could hardly walk. Patient stated that she had a chronic patella issue on her knee and had problems going up and down the stairs. Patient stated that she would try something, her knee would get better but then it would get worse again. No past drugs, medical history, concomitant medication or concurrent condition was reported. On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection once (dose, batch/lot number and expiry date: not provided) into unspecified knee for chronic patella issue. On an unknown date in (B)(6) 2016, within 12 hours of the injection, the patient started experiencing pain which started radiating through her body and it was to the point that the patient could hardly walk. It was reported that the pain was first in her knees but it eventually spread to other parts of her body to the point that she could not get off the toilet. On an unknown date in 2016, after unknown latency, the patient got "pretty sick" from the injection and that her knee "blew up". Reportedly, the patient initially used some anti-inflammatory medications but it continued to get worse. On an unknown date in 2016, after unknown latency, the patient went to see the physician but he didn't say much about it and just informed her that she had arthritis in her knee. Further, reported that the patient went home but then the edema kept getting worse and worse. The patient finally informed the physician that she needed some steroids. Her doctor prescribed some "pred pack" on (B)(6) 2016 and she said it's doing a great job. She said she's at the end of the "pred pack" now and some of the symptoms are better but some are not. The patient still had pain in her back and swelling in her knees which she did not have prior to synvisc-one. The patient had been seeing her orthopedic surgeon but she thinks she would schedule an appointment with her primary care doctor. Corrective treatment: anti-inflammatory medication and pred-pack for pain radiating through her body, pain in her back, arthritis of her knee; not reported for rest of the events outcome: not recovered for pain in her back; recovering for rest of the events a pharmaceutical technical complaint was initiated and with global ptc number: (B)(4) the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required seriousness criterion: required intervention for pain radiating through her body, pain in her back, arthritis of her knee additional information was received on 15-sep-2016 : global ptc number and ptc results were added. Text was amended accordingly pharmacovigilance comment: sanofi company comment for follow up dated 15-sep-2016: the follow up information received does not change the overall case assessment. Sanofi company comment dated 9-sep-2016: this case concerns a female patient who received treatment with synvisc one and later experienced knee pain, swelling, back pain, irradiating pain for which prednisolone pack was prescribed. Evaluating the product and event onset dates, the plausible temporal relationship between the product and event cannot be denied. However, lack of detailed information about medical history, laboratory data, and concurrent medical illnesses precludes a comprehensive assessment in this case.

Event description:
This unsolicited case from united states was received on 09-sep-2016 from a patient. This case concerns a (B)(6) female patient who received treatment with synvisc one and after 12 hour of receiving the injection patient had pain radiating through her body; after unknown latency had pain in her back, arthritis of her knee, felt worse, got pretty sick and could hardly walk. Patient stated that she had a chronic patella issue on her knee and had problems going up and down the stairs. Patient stated that she would try something, her knee would get better but then it would get worse again. No past drugs, medical history, concomitant medication or concurrent condition was reported. On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection once (dose, batch/lot number and expiry date: not provided) into unspecified knee for chronic patella issue. On an unknown date in (B)(6) 2016, within 12 hours of the injection, the patient started experiencing pain which started radiating through her body and it was to the point that the patient could hardly walk. It was reported that the pain was first in her knees but it eventually spread to other parts of her body to the point that she could not get off the toilet. On an unknown date in 2016, after unknown latency, the patient got "pretty sick" from the injection and that her knee "blew up". Reportedly, the patient initially used some anti-inflammatory medications but it continued to get worse. On an unknown date in 2016, after unknown latency, the patient went to see the physician but he didn't say much about it and just informed her that she had arthritis in her knee. Further, reported that the patient went home but then the edema kept getting worse and worse. The patient finally informed the physician that she needed some steroids. Her doctor prescribed some "pred pack" on (B)(6) 2016 and she said it's doing a great job. She said she's at the end of the "pred pack" now and some of the symptoms are better but some are not. The patient still had pain in her back and swelling in her knees which she did not have prior to synvisc-one. The patient had been seeing her orthopedic surgeon but she thinks she would schedule an appointment with her primary care doctor. Corrective treatment: anti-inflammatory medication and pred-pack for pain radiating through her body, pain in her back, arthritis of her knee; not reported for rest of the events. Outcome: not recovered for pain in her back; recovering for rest of the events. A pharmaceutical technical complaint was initiated and results were pending for the same. Seriousness criterion: required intervention for pain radiating through her body, pain in her back, arthritis of her knee pharmacovigilance comment: (B)(4) comment dated 9-sep-2016: this case concerns a female patient who received treatment with synvisc one and later experienced knee pain, swelling, back pain, irradiating pain for which prednisolone pack was prescribed. Evaluating the product and event onset dates, the plausible temporal relationship between the product and event cannot be denied. However, lack of detailed information about medical history, laboratory data, and concurrent medical illnesses precludes a comprehensive assessment in this case.